Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) battery had reached the elective replacement indicator (eri). The device has high left ventricular (lv) output but is chronic. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) battery had reached the elective replacement indicator (eri). The device has high left ventricular (lv) output but is chronic. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.